Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with heart failure in the clinic on (B)(6) 2016, high capture thresholds were noted on the atrial lead. The patient presented for device follow up check one week later, it was noted that the atrial lead still exhibited elevated threshold of 3.5v @ 1ms, up from .75v @ .5 ms and a significant drop in p wave amplitudes from 3.0 mv down to .2 mv. The patient was scheduled for an x- ray and lead assessment. The lead impedance was noted t be stable on the lead. The patient will continue to be followed closely, but was in good condition during and after the check.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the atrial lead dislodged and explanted and replaced, the patient was stable post procedure.